Event description:
Reportedly, surgeon placed stapler in pt with the head of the stapler in a horizontal position. Surgeon fired stapler, removed stapler from pt and discovered the head of the stapler was at an upward angle versus the horizontal position it was placed in. Stapler did not fire completely so the stapler did not do a complete anastomosis. As a result, surgeon had to do a hand anastomosis with suture. Pt was brought back to surgery one week later with a micro leak of bowel. Surgeon unsure if misfiring of stapler caused a leak. Sex: male. Procedure: unk.